Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm or no excessive no delivery alarm during testing and the motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump has been alarming with no deliveries and motor errors. The patient kept receiving no delivery alarms so he changed his infusion set; several hours later he received a motor error alarm. The patient's blood glucose at the time of incident was 547 mg/dl, which he treated with a manual insulin injection. Troubleshooting was initiated for the no delivery alarm and the customer was able to successfully prime. The cannula was inspected and it was not bent. Troubleshooting was then initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer successfully rewound with the insulin pump as well. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.